Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided . K101880.

Event description:
It was reported unable to properly seat abutment (unknown) in site 18. The internal threads may be obstructed or damaged. Requesting thread tap 0493.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Imp,tsv,4.7,10,mtx,mg (tsvtwb10) & two unknown abutments were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the implants item and lot number along with the applicable device history record. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported implants are located on tooth sites # 18, 19 (universal) and have been used for approximately 6 months, 12 days. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1247401). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product (unknown abutment) are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (1247401) for similar events and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported events. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction could not be verified, and the reported events were non-verifiable. H3 other text : device not returned.